Event description:
It was reported that externalization of conductors was observed on the right ventricular (rv) lead when observed under imaging. The rv lead was explanted and replaced. The patient was in good condition following the procedure.